Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch. While trying implant, the helix could not be extended, while trying to extract, difficulties to do so were encountered. Another try was performed with the same results. Eventually, the lead was able to be extracted, however, the helix was damaged. It was decided to implant another lead instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.